Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress was applied to insertion section and charge-coupled device unit was damaged during user handling. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation of the device was performed. Upon inspection and testing of the unit, no image appeared. In addition, kinks and dents were discovered on the insertion tube. The device was disassembled and reassembled and all durable components were inspected. A new insertion tube unit was installed, including a ccd with objective lenses, four angulation wires, a light guide bundle with lenses, an air/ water channel, and a biopsy (suction) channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
A customer reported damage to the charged coupled device (ccd) on the evis exera iii bronchovideoscope during an unknown procedure. There were no reports of patient harm. Upon inspection and testing of the returned unit, no image appeared. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.